Event description:
They tell us that the catheter connection (threaded joint) does not seem to be properly secured and is leaking saline. Batch: 5337999 of 1. We have a customer who has informed us that the latest box they received of insyte w aletas 24g yellow - ref. 381312 is causing them problems. This customer has been purchasing the product regularly since 2020 and had never complained before. They tell us that the catheter connection (thread) does not seem to fit properly and is leaking saline. Batch: 5337999, dated 30/11. When did the incident occur? Before use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.